Event description:
The customer requested that the system be checked out. During visual examination, co determined that enough liquid oxygen could leak from the cracked connecting tubes to potentially cause a serious injury. The customer confirmed that no injury occurred as a result of this malfunction. Co's service tech also reported that flow control knob, flow control valve, and flow indicator were cracked, the diaphragm was ruptured in the relief economizer valve, and the pneumatic demand device was out of adjustment. The unit was repaired and returned to the customer. A review of the product history record indicates no discrepancies in the manufacturing process per the approved dmr. A corrective action was implemented which replaced the connecting tubes with a more durable material on units manufactured after september 13, 1995.